Event description:
Additional information was received that the cause of death was hospital acquired pneumonia, respiratory distress hypoxia due to (or as a consequence of) seizure disorder, severe gerd, hypothyroidism and mental retardation. There was no autopsy performed and the manner of death was natural. Based on an internal classification based on the available information the death is not sudep.

Event description:
It was initially reported that the patient passed away and the cause of death was unknown. The physician was uncertain of the cause of death she just knew that the patient had passed away. No further information was provided. Follow-up with the funeral home indicated that the patient was likely buried with the generator and lead. Good faith attempt for additional information and the death certificate have been unsuccessful to date.

Manufacturer narrative:
.